Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient called technical services to say that the cycler overfilled on fill 1 of 4. The patient said that last night in fill 1 it was noticed that the heater bag was becoming empty and there was a feeling of being bloated. While reviewing the patient¿s treatment records it was observed that there was a large drain volume in drain 1 of 4; 4728ml drain of 2000ml fill which is a 237% drain volume of the patient¿s prescribed fill volume. The patient also drained a large drain volume in drain 2 of 4; 3500ml drain of 2000ml fill being 175% drain volume of the prescribe fill. The patient also drained a large drain volume in drain 3 of 4; 3216ml drain of 2000ml fill being 161% drain volume of the prescribe fill. The patient cancelled treatment toward the end of drain 3. The patient reported that the pdrn had been contacted. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and a new cycler would be issued. The patient confirmed having manual supplies and knowledge of how to carry out continuous ambulatory peritoneal dialysis (capd) until a new cycler arrived. Attempts were made to gather additional information. Although requested no additional information was provided. The cycler was reported to be available to return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: a.3. Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. During the internal inspection, the air supply muffler zip tie was found to be missing. There were no other visual discrepancies encountered. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient called technical services to say that the cycler overfilled on fill 1 of 4. The patient said that last night in fill 1 it was noticed that the heater bag was becoming empty and there was a feeling of being bloated. While reviewing the patient¿s treatment records it was observed that there was a large drain volume in drain 1 of 4; 4728ml drain of 2000ml fill which is a 237% drain volume of the patient¿s prescribed fill volume. The patient also drained a large drain volume in drain 2 of 4; 3500ml drain of 2000ml fill being 175% drain volume of the prescribe fill. The patient also drained a large drain volume in drain 3 of 4; 3216ml drain of 2000ml fill being 161% drain volume of the prescribe fill. The patient cancelled treatment toward the end of drain 3. The patient reported that the pdrn had been contacted. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and a new cycler would be issued. The patient confirmed having manual supplies and knowledge of how to carry out continuous ambulatory peritoneal dialysis (capd) until a new cycler arrived. Attempts were made to gather additional information. Although requested no additional information was provided. The cycler was reported to be available to return to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient called technical services to say that the cycler overfilled on fill 1 of 4. The patient said that last night in fill 1 it was noticed that the heater bag was becoming empty and there was a feeling of being bloated. While reviewing the patient¿s treatment records it was observed that there was a large drain volume in drain 1 of 4; 4728ml drain of 2000ml fill which is a 237% drain volume of the patient¿s prescribed fill volume. The patient also drained a large drain volume in drain 2 of 4; 3500ml drain of 2000ml fill being 175% drain volume of the prescribe fill. The patient also drained a large drain volume in drain 3 of 4; 3216ml drain of 2000ml fill being 161% drain volume of the prescribe fill. The patient cancelled treatment toward the end of drain 3. The patient reported that the pdrn had been contacted. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and a new cycler would be issued. The patient confirmed having manual supplies and knowledge of how to carry out continuous ambulatory peritoneal dialysis (capd) until a new cycler arrived. Attempts were made to gather additional information. Although requested no additional information was provided. The cycler was reported to be available to return to the manufacturer for physical evaluation.